Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they had not had a bowel movement since (B)(6) 2018. They were unsure if the therapy was providing relief with the fecal incontinence. It was later reported that the patient had a bowel movement but it was more of a discharge. Patient reported they think their wires came loose when they took off their coat and their ens came out of the belt. The patient reported they were really out of it after the procedure from the valium. No further complications reported/anticipated.

Manufacturer narrative:
Product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unk, UDI#: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the action taken to resolve the wires coming loose was the trial was ended and the lead removed. No further complications reported/anticipated.